Manufacturer narrative:
Concomitant medical products: dtbb1d1, ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low pace/sense impedance. The rv lead remains in use and the impedance measurements have since gone back up to chronic trend measurements. No patient complications have been reported as a result of this event.